Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the product ff017 - 6 craniofix burr hole clamp absorb.16mm. According to the complaint description, two years after implantation of the absorbable skull lock, hyperplasia occurred at the site. Surgical removal of hyperplasia and implanted clips was performed. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aesculap ag reference no. (B)(4).

Manufacturer narrative:
Additional information updated: h3 - device evaluated by manufacturer. H6 - codes updated. The investigation results: the product was returned in a partially absorbed and contaminated state. Based on the fact that the explants were provided in a half-absorbed state, the manufacturer could not carry out an investigation. However, the reported scenario is known to the manufacturer and an internal risk evaluation has been conducted. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to the manufacturer´s specifications, valid at the time of production. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ prevention measures: polylactic acid (pla) and its copolymers have been in clinical use for many years and have been proven to be biocompatible and safe. Inflammatory reactions to the implant are close to the implanted material and not systemic in nature. The overall complaint data suggest that no product related systematic error with the implant exists. Investigation of explanted products do not seem meaningful since the greatest part of the discs have already been resorbed at the time point of the onset of swelling reaction and only fragments remain. Additionally, the side effects of delayed inflammatory reaction are most likely to be related to inadequate degradation kinetics of chemical components, rather than to potentially toxic impurities within the product. Variations in degradation kinetics are multi-factorial and hard to assess. Based upon the investigation results, a CAPA is not required.